Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of the patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient needed a contact for (B)(6) where they live now. Caller said apparently it used to work down both legs, and now it is only working down one. For a while patient was doing nicely and not using the device that often, then when he started using it when he needed it, it seemed to be giving him a hard time. Caller does not know whether the patient forgot some of the programming in it or maybe something, they did not know. The issue started one or two months prior to the date of report. An exact date was not provided. Later, additional troubleshooting was performed over the phone by trying different programs: program 1-2.00v, program 2-1.70. Caller was asked to try increasing the stimulation but the patient still only felt stim in the right leg. Caller was asked to decrease 1 and 2 back down to 0.0 and then slowly increase to see if they could feel stim in both legs. This did no resolve the issue. Caller ended on: program 1-1.80, program 2-1.50 which did not resolve the issue. During the call, patient was overheard saying that the stimulation still felt as heavy as it was. Caller resolved by turning the stimulation down. Patient told the caller that heavy feeling went away. Patient currently did not have a managing physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they have not found a doctor around their home yet. Patient's wife will look at the list again and will work on getting one. They did not know what was causing the issue as there were no significant changes in activity. Their weight at the time of when the issue started was (B)(6) pounds. No further complications were reported/anticipated.